Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. H6: device codes (1): updated from malposition of device and positioning problem to migration.

Event description:
It was reported that malposition occurred requiring additional intervention. A 15mm x 40cm interlock-35 was selected for a pelvic vein embolization procedure. During the procedure, the tip of the catheter migrated into the right atrium following the release of the interlock-35 coil. The physician attempted to recover the device using a snare but failed. The patient was referred to a cardiologist for another attempt with an introducer in place. It was further reported that the coil migrated and not the tip of the catheter as previously reported.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that malposition occurred requiring additional intervention. A 15mm x 40cm interlock-35 was selected for a pelvic vein embolization procedure. During the procedure, the tip of the catheter migrated into the right atrium following the release of the interlock-35 coil. The physician attempted to recover the device using a snare but failed. The patient was referred to a cardiologist for another attempt with an introducer in place.